Event description:
Customer reported that "nurse visualized the secondary vancomycin infusion flowing into primary bag." There was no report of pt harm or medical intervention. No further pt/event info is available.

Manufacturer narrative:
(B)(4). Pt info requested and all available info was included. The affected product has been received and the eval is pending. A follow up report will be submitted once the eval is completed.